Event description:
During removal of the catheter, it separated when the pt was required to arch her back and duck her head. A small piece of the catheter remains in the pt, with no plans to remove it at this time.